Manufacturer narrative:
(B)(4).

Event description:
Physician reported that the patient's device settings had changed without intentional programming by the physician. The physician altered the patient's duty cycle up towards rapid cycling, and did not change any output current. However, when device was checked again, the output current changed as well without physician intending this.

Manufacturer narrative:
Unique identifier #, corrected data: initial report inadvertently listed "(B)(4)" instead of "(B)(4)".

Event description:
Additional investigation of this issue was performed via review of log files and it was revealed that this issue was due to a partial programming. During programming of new output currents, the output current is first cleared to 0 ma and then the new output current is programmed. However, due to disrupting in this programming process, the device output currents were cleared to 0 ma and the new output currents were not successfully programmed. Per labeling, if any parameter changes were made during a patient visit, it is recommended to perform a final interrogation prior to the end of the patient visit in order to confirm the generator is set to the desired values.